Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the acoustic lens scratch (reaches the glue-layer) was due to physical stress such as dropping / knocking. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the device had a scratch on the probe unit that reached beneath the pink probe coating adhesive layer. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process and the device evaluation found a deep cut or scratch on the probe unit that reached beneath the pink probe coating adhesive layer. In addition to the reportable malfunction, the following were noted: the elevator channel plug was loose; due to damage on the ultrasonic probe, the displayed ultrasound image was defective; the adhesive around the light guide lens had a crack; the adhesive on the bending section cover was detached; the connecting tube had a buckling; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the forceps elevator wire, the fixing force of the guide wire did not meet the standard value; there was a chip in the adhesive area between the acoustic lens and ultrasound probe. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.